Event description:
It was reported the patient's neurostimulator was turned off prior to an MRI, but the amplitude remained at 3.0v. Post scan, the patient experienced tonic contractions. The neurostimulator was then turned back on and the patient also experienced tonic contractions. The neurostimulator amplitude was set to zero and the physician walked the voltage back up to 3.0v, but the patient still felt the side effects. The neurostimulator was then programmed to 2.5 v, where the patient did not experience the side effects. It was noted that impedances were checked pre and post MRI, with normal results. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3389s-40, lot# v014891, implanted: (B)(6) 2007, explanted: na, extension model 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: na, programmer model 37642, serial# (B)(4), neurostimulator model 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011.